Manufacturer narrative:
On 22-feb-2017, the field service engineer (fse) conducted follow-up with the customer over-the-phone. The customer informed the fse that their biomedical department was going to check the instrument. On 24-feb-2017 the fse conducted follow-up with the customer over the phone and was told that the instrument had returned to normal operation. The most probable cause of the reported event was due to a defective waste pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported 710 error (z1 axis) and 706 error (large syringe) with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.